Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed in unspecified artery. The dragonfly opstar imaging catheter failed to advance and loss of blood flow was noted in the artery. An unspecified balloon re-crossing was performed to restore flow. There was no clinically significant delay in the procedure. No additional information was provided.